Manufacturer narrative:
The battery passed external visual inspection but failed functional testing. As a result the battery failed to perform as per specification. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps and sequence for exchange of batteries is outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received via the ventricular assist device that the patient states the battery is "barely lasting two hours". The site took the battery out of service and replaced it with one from stock. There was no effect on the patient. Analysis of the returned battery found an internal faulty cell.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.